Manufacturer narrative:
Product ID 7489-40, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type: extension. (B)(4).

Manufacturer narrative:
Extension serial #unk, implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
Analysis of lead extension found the extension body with a twisted outer insulation - the extension was analyzed and found to have the outer insulation and all the conductor wires twisted 5.5 cm from the proximal end. The twisting also caused all the conductor wires to be shorted together.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's extension accessory of the implantable neurostimulator (ins) system was replaced in (B)(6) 2011 because it was broken. I was noted that the stimulation was turning off, then it started to be painful and the disappeared. At the time of this report, the patient only felt the stimulation when programmed to case + and, even then, only felt stimulation around the pocket. Impedance measurements taken when case was programmed negative showed high impedances (140 ohms) at a current of 58 while other electrode pairs showed low impedances (50 ohms) at a current of 317-323. The extension was then changed. No injuries were reported (noted as "no harm"). Additional information was requested, but was not available at the time of this report.

Event description:
Additional information was received that reported the patient's extension was found to be twisted, which caused the damage to the extension. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_wrench_acc, lot# unknown, product type: accessory. Product ID: neu_wrench_acc, lot# un known, product type: accessory. Product ID: neu_wrench_acc, lot# unknown, product type: accessory. Product ID: 7489-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).